Manufacturer narrative:
Visual analysis of the returned capio device revealed that the carrier was bent, most likely due to rotation of the capio device within the patient's anatomy in order to position the needle properly. The handle was also cracked; this likely occurred during the return shipment of the device. Functional testing of the returned capio device showed that the bent needle carrier would not deploy to the center slot of the cage. Visual analysis of the returned mesh assembly revealed that the suture, with the needle at the end, was detached from the striped blue dilator. In addition, the blue and white dilator was torn and bunched, peeling away from the internal suture. This likely occurred because it had become stuck in the ligament. The suture appeared to be frayed at the point of breakage, and the break was likely due to continued force exerted on the suture as the dilator met resistance going through the tissue.

Event description:
It was reported to boston scientific corporation that the pinnacle posterior pelvic floor repair kit "broke." All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the pinnacle posterior pelvic floor repair kit "broke." All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.